Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that over infusion was observed in a low volume infusor. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.